Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n114175, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8578, lot# n114175, implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Additional information/evaluation summary: after further testing for the analysis finding of overinfusion, the pump underwent destructive analysis and new/additional anomalies were discovered. Analysis identified a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. Method code, results code and conclusion code (pump) no longer apply. Results code applies to the catheter, and applies to the pump.

Manufacturer narrative:
After further testing for the analysis finding of overinfusion, the pump underwent destructive analysis and new/additional anomalies were discovered. Analysis identified a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. Conclusion code (B)(4) no longer applies, codes (B)(4) both apply to the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the sutureless pump connector wouldn¿t come off the pump. The health care provider (hcp) had to cut it and use a connector. The 8578 was partially explanted on the event date. Actions required as a result included a revision, specifically, the hcp had to use a revision kit to add a third piece. No diagnostic testing or troubleshooting was performed as they were not required. The product issue, the sutureless connecter being stuck, was resolved. No patient symptoms or complications were associated with the event. The explanted portion was to be returned. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver morphine and bupivacaine. Additional information has been requested including that status of the device but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Evaluation summary: the pump was returned. Analysis found ¿overinfusion-undetermined root cause¿; the pump failed an infusion accuracy test. The sutureless connector was returned. Analysis found that difficulty with the sutureless connector led to explant ¿ the boot was pulled back exposing the metal housing; the retaining ring was deformed in shape; the retaining ring fingers had damage; and there was a slight tear and indentation down inside the sutureless connector cup and the start of tube separation.